Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. International UDI # (B)(4). The manufacturer¿s international service technician confirmed the reported touchscreen issue. The manufacturer¿s international service technician calibrated the touchscreen to address the reported problem and return the machine to normal. The run-in self-test was performed, the electrical safety test was performed and the performance verification test was performed and all passed. The device was returned to full functionality. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the machine touchscreen image was offset. The customer reported there was no patient involvement.